Event description:
It was reported that during a routine follow-up, the left ventricular lead exhibited intermittent capture at maximum output. The pulse generator was programmed to ddi mode. The lead was to be revised.

Event description:
The ventricular lead was explanted.